Manufacturer narrative:
System updates pending. Result code: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system (ds) was returned to edwards for evaluation. The ds was returned fully inserted into the sheath. Visual inspection revealed a radial burst on the inflation balloon and the balloon material was separated into two pieces near the distal end of the balloon, likely due to the ds withdrawal attempts through the sheath. Both pieces were still attached to the ds and all pieces of the balloon were accounted for. No stretching, surface scratches or defects were observed on the balloon. The crimp balloon was bunched/accordioned, likely due to the attempts to withdrawal the ds through the sheath. No visual abnormalities were noted on the ds. Dimensional analysis of the wall thickness was performed along the balloon tear. All measurements met specification. Functional testing was not performed due to the condition of the returned device. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributed to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the balloon burst was confirmed based on image review and visual inspection of the device, no manufacturing non-conformances were identified. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification. The complaint for the withdrawal difficulty of the ds through the sheath was also confirmed based on the condition of the returned devices. In this case, procedural factors (deployment of valve inside the constrained surgical valve) likely contributed to the ds balloon burst. The radial balloon burst that caught on the distal sheath tip during retrieval of the ds through the sheath likely contributed to the reported ds withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
During a valve-in-valve tavr procedure, (sapien xt in an carpentier-edwards perimount magna ease valve), the novaflex+ (nf+) delivery system (ds) balloon ruptured during the inflation of a 23mm sapien xt valve. Following insertion of a 16fr esheath, balloon aortic valvuloplasty (bav) was performed. The sapien xt valve was then advanced and the sequence for deployment was initiated. During inflation, near the end of maximum inflation, the ds balloon ruptured. A post deployment tee was reviewed. The sapien xt valve was deployed in the intended positon with none to trace paravalvular leak (pvl). As the ds was pulled back into the esheath, resistance was encountered at the end of the esheath and just proximal to the ds nose cone. At that point, attempts were made to remove the ds and esheath together, but resistance was again encountered. The access vessel minimum luminal diameter (mld) measured 7.5mm with mild calcification and no tortuosity reported. It was perceived that procedural factors, withdrawal difficulties of the ds back into the esheath due to the balloon rupture and the multiple attempts to withdraw the ds and esheath together when resistance was felt, contributed to this event.